Event description:
Event description cpi received information that this endotak dsp transvenous defibrillation lead was oversensing with arm movement, causing pacing inhibition in this pacer-dependent patient. At least one inappropriate shock was delivered.